Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A general reagent problem was not identified. The reagent kit used for the initial non-reactive result exhibited agglutination and frostbite, which are indicative of improper handling or storage conditions. The customer's calibration data from (B)(6) 2024 was within expected ranges; however, quality control testing was not performed on the day of measurement. Retesting with a new reagent kit yielded reactive results consistent with previous patient results. The root cause was attributed to inadequate handling or storage of the reagent kit. The device remains in operation at the customer site, and the customer was advised to follow the method sheet instructions for proper reagent handling and to perform daily quality control testing when running patient samples.

Event description:
The initial reporter alleged a discrepant non-reactive result for the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module, which was inconsistent with previous reactive results for the same patient. The initial non-reactive result was 0.112 coi and was not released outside the laboratory. Upon inspection, the customer observed agglutination and slight frostbite in the reagent kit. Retesting of the same sample with a new reagent kit yielded a reactive result of 34.1 coi. Testing of a new sample from the same patient also yielded a reactive result of 28 coi.